Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure (batch no. B60750) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not done". The patient's past medical history included gravida ii, parity 1, hypertension, renal disease, gallbladder disorder and bariatric surgery in (B)(6) 2014. Previously administered products included for an unreported indication: mirena and yasmin. Past adverse reactions to the above products included pain with mirena. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and breast pain ("pain shot in my right breast (pain in my right breast was getting stronger- tender; sharp)"). On (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in my mouth ; it tasted like nickel"), fatigue ("feeling fatigued") and oral pain ("mouth ache"). On an unknown date, the patient experienced procedural pain ("pain immediately after the doctor inserted the first coil ; cried and said I was in pain and doctor continued to put in the second coil"), weight decreased ("weight loss"), the first episode of eating disorder("could not follow my eating/drinking plan for my weight loss surgery"), the second episode of adverse event ("had difficulty drinking water (still have issues with drinking water) ; was only getting may 20 oz of liquid a day"), libido increased ("increased my libido"), mood altered ("was very mood"), the first episode of feeling abnormal ("felt like I was crawling out of my skin"), uterine enlargement ("my uterus was swollen (looked as if I was five months pregnant)"), menstrual disorder ("had blood clots coming out"), disturbance in attention ("could not concentrate"), the second episode of feeling abnormal ("experienced brain fog"), back pain ("had severe and persistent lower back pain"), the third episode of feeling abnormal ("was miserable"), weight loss poor ("never lost all my weight"), skin disorder ("skin on my left hand broke out"), vulvovaginal discomfort ("experienced twitching in my vagina"), alopecia ("hair was falling out"), toothache ("my teeth ached all the time"), allergy to metals ("allergic to nickel"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), anxiety ("anxiety") and device expulsion ("on device was in uterus"). The patient was treated with sertraline (zoloft), surgery (hysterectomy/removal of essure). Essure was removed on (B)(6) 2014. In 2014, the oral pain had resolved. On (B)(6) 2014, the abdominal pain and breast pain had resolved. At the time of the report, the procedural pain, dysgeusia, fatigue, weight decreased, the last episode of adverse event, libido increased, mood altered, uterine enlargement, menstrual disorder, disturbance in attention, back pain, the last episode of feeling abnormal, weight loss poor, skin disorder, vulvovaginal discomfort, alopecia, toothache, allergy to metals, mental disorder, anxiety and device expulsion outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, breast pain, device expulsion, disturbance in attention, dysgeusia, fatigue, libido increased, menstrual disorder, mental disorder, mood altered, oral pain, procedural pain, skin disorder, toothache, uterine enlargement, vulvovaginal discomfort, weight decreased, weight loss poor, the first episode of adverse event, the first episode of feeling abnormal, the second episode of adverse event, the second episode of feeling abnormal and the third episode of feeling abnormal to be related to essure. The reporter commented: after insertion: trailing coils; left 5, right 4 (B)(6) 2014- coil on left side was removed during examination was in my uterus; on (B)(6) 2014 hysterectomy and salpingectomy were done and right coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on an unknown date: uterine fibroids. Concerning the injuries reported in this case, the following one/ones were reported via medical records: breast pain, anxiety and depression, uterine enlargement, most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs and medical records received. Patient's medical history, lot number added. Events: pain immediately after the doctor inserted the first coil / cried and said I was in pain and doctor continued to put in the second coil, pain shot in my right breast (pain in my right breast was getting stronger- tender; sharp), metallic taste in my mouth, feeling fatigued, weight loss, could not follow my eating/drinking plan for my weight loss surgery, had difficulty drinking water (still have issues with drinking water), increased my libido, was very mood, felt like I was crawling out of my skin, my uterus was swollen, had blood clots coming out, could not concentrate, experienced brain fog, had severe and persistent lower back pain, was miserable, never lost all my weight, skin on my left hand broke out, experienced twitching in my vagina, hair was falling out, my teeth ached all the time, abdominal pain, allergic to nickel, mouth pain, caused or aggravated any psychiatric added. Incident case. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("had blood clots coming out") in a 43-year-old female patient who had essure (batch no. B60750 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not done". The patient's past medical history included gravida ii, parity 1, hypertension, renal disease, gallbladder disorder and bariatric surgery in april 2014. Previously administered products included for an unreported indication: mirena and yasmin. Past adverse reactions to the above products included pain with mirena. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and breast pain ("pain shot in my right breast (pain in my right breast was getting stronger- tender; sharp)"). On (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in my mouth ; it tasted like nickel"), fatigue ("feeling fatigued") and oral pain ("mouth ache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("pain immediately after the doctor inserted the first coil ; cried and said I was in pain and doctor continued to put in the second coil"), weight decreased ("weight loss"), eating disorder ("could not follow my eating/drinking plan for my weight loss surgery"), fluid intake reduced ("had difficulty drinking water (still have issues with drinking water) ; was only getting may 20 oz of liquid a day"), libido increased ("increased my libido"), mood altered ("was very mood"), the first episode of feeling abnormal ("felt like I was crawling out of my skin"), uterine enlargement ("my uterus was swollen (looked as if I was five months pregnant)"), disturbance in attention ("could not concentrate"), the second episode of feeling abnormal ("experienced brain fog"), back pain ("had severe and persistent lower back pain"), the third episode of feeling abnormal ("was miserable"), weight loss poor ("never lost all my weight"), rash ("skin on my left hand broke out"), vulvovaginal discomfort ("experienced twitching in my vagina"), alopecia ("hair was falling out"), toothache ("my teeth ached all the time"), allergy to metals ("allergic to nickel"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), anxiety ("anxiety") and device expulsion ("on device was in uterus"). The patient was treated with sertraline (zoloft), surgery (hysterectomy), surgery (hysterectomy/removal of essure), surgery (hysterectomy/removal of essure), surgery (hysterectomy/removal of essure) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2014, the oral pain had resolved. On (B)(6) 2014, the abdominal pain and breast pain had resolved. At the time of the report, the genital haemorrhage, procedural pain, dysgeusia, fatigue, weight decreased, eating disorder, fluid intake reduced, libido increased, mood altered, uterine enlargement, disturbance in attention, back pain, the last episode of feeling abnormal, weight loss poor, rash, vulvovaginal discomfort, alopecia, toothache, allergy to metals, mental disorder, anxiety and device expulsion outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, breast pain, device expulsion, disturbance in attention, dysgeusia, eating disorder, fatigue, fluid intake reduced, genital haemorrhage, libido increased, mental disorder, mood altered, oral pain, procedural pain, rash, toothache, uterine enlargement, vulvovaginal discomfort, weight decreased, weight loss poor, the first episode of feeling abnormal, the second episode of feeling abnormal and the third episode of feeling abnormal to be related to essure. The reporter commented: after insertion: trailing coils; left 5, right 4 (B)(6) 2014- coil on left side was removed during examination was in my uterus; on (B)(6) 2014 hysterectomy and salpingectomy were done and right coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Pregnancy test urine - on (B)(6) 2014: negative ultrasound scan - on an unknown date: uterine fibroids concerning the injuries reported in this case, the following one/ones were reported via medical records: breast pain, anxiety and depression, uterine enlargement, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 43-year-old female patient who had essure (batch no. B60750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not done". The patient's medical history included bariatric surgery in (B)(6) 2014, gravida ii, parity 1, hypertension, renal disease and gallbladder disorder. Previously administered products included for an unreported indication: mirena and yasmin. Past adverse reactions to the above products included pain with mirena. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and breast pain ("pain shot in my right breast (pain in my right breast was getting stronger- tender; sharp)"). On (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in my mouth ; it tasted like nickel"), fatigue ("feeling fatigued") and oral pain ("mouth ache, her mouth ache a lot"). On an unknown date, the patient experienced device expulsion ("on device was in uterus"), genital haemorrhage ("had blood clots coming out"), procedural pain ("pain immediately after the doctor inserted the first coil ; cried and said I was in pain and doctor continued to put in the second coil"), eating disorder ("could not follow my eating/drinking plan for my weight loss surgery"), fluid intake reduced ("had difficulty drinking water (still have issues with drinking water) ; was only getting maybe 20 oz of liquid a day"), libido increased ("increased my libido"), mood altered ("was very mood"), feeling abnormal ("felt like I was crawling out of my skin"), uterine enlargement ("my uterus was swollen (looked as if I was five months pregnant)"), disturbance in attention ("could not concentrate"), foggy feeling in head ("experienced brain fog"), back pain ("had severe and persistent lower back pain"), feeling miserable ("was miserable"), weight loss poor ("never lost all my weight"), rash ("skin on my left hand broke out"), vulvovaginal discomfort ("experienced twitching in my vagina"), alopecia ("hair was falling out"), toothache ("my teeth ached all the time"), allergy to metals ("allergic to nickel"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), anxiety ("anxiety") and dental caries ("her teeth were decaying n then stopped") and was found to have weight decreased ("weight loss"). The patient was treated with sertraline hydrochloride (zoloft) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2014, the oral pain had resolved. On (B)(6) 2014, the abdominal pain and breast pain had resolved. At the time of the report, the device expulsion, genital haemorrhage, procedural pain, dysgeusia, fatigue, weight decreased, eating disorder, fluid intake reduced, libido increased, mood altered, feeling abnormal, uterine enlargement, disturbance in attention, back pain, feeling miserable, weight loss poor, rash, vulvovaginal discomfort, alopecia, toothache, allergy to metals, mental disorder, anxiety and dental caries outcome was unknown and the foggy feeling in head had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, breast pain, dental caries, device expulsion, disturbance in attention, dysgeusia, eating disorder, fatigue, feeling abnormal, fluid intake reduced, genital haemorrhage, libido increased, mental disorder, mood altered, oral pain, procedural pain, rash, toothache, uterine enlargement, vulvovaginal discomfort, weight decreased, weight loss poor, foggy feeling in head and feeling miserable to be related to essure. The reporter commented: after insertion: trailing coils; left 5, right 4 (B)(6) 2014- coil on left side was removed during examination was in my uterus; on (B)(6) 2014 hysterectomy and salpingectomy were done and right coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Pregnancy test urine - on (B)(6) 2014: results: negative. Ultrasound scan - on an unknown date: results: uterine fibroids. Concerning the injuries reported in this case, the following ones were described in patient`s medical records: breast pain, anxiety, uterine enlargement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the case (B)(4) was duplicated of this case. All the information has been transferred from deletion case (B)(4) to retention case (B)(4). Therefore case (B)(4) was deleted from the bayer database. Event " her teeth were decaying n then stopped " was added from deletion case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("had blood clots coming out") in a 43-year-old female patient who had essure (batch no. B60750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not done". The patient's past medical history included gravida ii, parity 1, hypertension, renal disease, gallbladder disorder and bariatric surgery in april 2014. Previously administered products included for an unreported indication: mirena and yasmin. Past adverse reactions to the above products included pain with mirena. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and breast pain ("pain shot in my right breast (pain in my right breast was getting stronger- tender; sharp)"). On (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in my mouth ; it tasted like nickel"), fatigue ("feeling fatigued") and oral pain ("mouth ache"). On an unknown date, the patient experienced device expulsion ("on device was in uterus"), genital haemorrhage (seriousness criterion medically significant), procedural pain ("pain immediately after the doctor inserted the first coil ; cried and said I was in pain and doctor continued to put in the second coil"), weight decreased ("weight loss"), eating disorder ("could not follow my eating/drinking plan for my weight loss surgery"), fluid intake reduced ("had difficulty drinking water (still have issues with drinking water) ; was only getting may 20 oz of liquid a day"), libido increased ("increased my libido"), mood altered ("was very mood"), the first episode of feeling abnormal ("felt like I was crawling out of my skin"), uterine enlargement ("my uterus was swollen (looked as if I was five months pregnant)"), disturbance in attention ("could not concentrate"), the second episode of feeling abnormal ("experienced brain fog"), back pain ("had severe and persistent lower back pain"), the third episode of feeling abnormal ("was miserable"), weight loss poor ("never lost all my weight"), rash ("skin on my left hand broke out"), vulvovaginal discomfort ("experienced twitching in my vagina"), alopecia ("hair was falling out"), toothache ("my teeth ached all the time"), allergy to metals ("allergic to nickel"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions") and anxiety ("anxiety"). The patient was treated with sertraline (zoloft), surgery (hysterectomy), surgery (hysterectomy/removal of essure), surgery (hysterectomy/removal of essure), surgery (hysterectomy/removal of essure) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2014, the oral pain had resolved. On 22-sep-2014, the abdominal pain and breast pain had resolved. At the time of the report, the device expulsion, genital haemorrhage, procedural pain, dysgeusia, fatigue, weight decreased, eating disorder, fluid intake reduced, libido increased, mood altered, uterine enlargement, disturbance in attention, back pain, the last episode of feeling abnormal, weight loss poor, rash, vulvovaginal discomfort, alopecia, toothache, allergy to metals, mental disorder and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, breast pain, device expulsion, disturbance in attention, dysgeusia, eating disorder, fatigue, fluid intake reduced, genital haemorrhage, libido increased, mental disorder, mood altered, oral pain, procedural pain, rash, toothache, uterine enlargement, vulvovaginal discomfort, weight decreased, weight loss poor, the first episode of feeling abnormal, the second episode of feeling abnormal and the third episode of feeling abnormal to be related to essure. The reporter commented: after insertion: trailing coils; left 5, right 4 08jul2014- coil on left side was removed during examination was in my uterus; on 22sep2014 hysterectomy and salpingectomy were done and right coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Pregnancy test urine - on 8-may-2014: negative. Ultrasound scan - on an unknown date: uterine fibroids . Concerning the injuries reported in this case, the following one/ones were reported via medical records: breast pain, anxiety and depression, uterine enlargement, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.